Event description:
The customer reported a leak inside the coulter act diff 2 analyzer. The instrument was running high and out of specification on controls for wbc, hct and diff parameters when the leak was noticed. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The customer told the field service engineer (fse) that the probe had pierced a large hole on the control vial and caused the control to spill a few drops at the tube holder area. The fse adjusted the door holder clips and replaced the tube holder. The fse ran controls from another lot and the instrument ran without any leaks and with all controls within specifications. The repairs were verified per established procedures. Replacement controls were sent to the customer. (B)(4).